Event description:
A trauma patient required a venous access. The doctor tried to feed the spring-wire into the line. The wire would not advance through the white hub. The wire kinked and the line was not usable because of this. Another kit was obtained and no further problems were encountered with the second kit.this facility had a similar problem with this device type a few months ago. Product has been returned to the manufacturer. The cause of the problem is unknown.